Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was alarming "no disposable, pump won't run". There was no air present. There was no patient injury. The residual volume was 9ml at a rate of 2.2.